Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician completed a myosure procedure for uterine tissue removal on (B)(6) 2017 and there was no indication of perforation during the procedure. It was noted there was bowel tissue in the patient sample. The physician performed a bowel resection and a hysterectomy. The patient is doing fine.